Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was up to 500 mg/dl at the time of incident and current blood glucose value was 538 mg/dl. Customer reported that the insulin pump was stopped working. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer treated with intravenous insulin drip. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.